Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
A patient called and reported that when she removed the tubing set she states there was fluid inside of the cycler door all over the pump heads. The cycler had alarmed for a heater bag issue during fill 1 and treatment had been discontinued. The cycler was replaced, a follow up call was made to the patient's nurse who reported that the patient's effluent has remained clear and there has been no medical intervention. The set has not been made available.